Event description:
A malfunction occurred on a customer's pump, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level as it did not exceed critical thresholds. Technical support assisted the customer in resetting the malfunction code, which did not reappear after the reset. The customer was advised to continue using the pump and to contact support if the issue recurs, which they acknowledged and understood.